Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had 5 enabled channels before last fitting appointment. Then, another channel was disabled. The patient has only 4 viable channels. The performance is not satisfying the patient's demand. Re-implantation is considered.